Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the infusion set was leaking at the headset. The lot number of the infusion set was not provided. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.